Event description:
It was found membrane broken during the first use. Blood flow rate: 2500ml/mln; tmp: 500mmhg; no patient harm and the blood loss was about 6-10ml. No medical intervention.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.